Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit there was contamination, biological contamination, bacterial, fungal, non-viable. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the mgit supplement(panta)."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit there was contamination, biological contamination, bacterial, fungal, non-viable. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the mgit supplement(panta)."

Manufacturer narrative:
H.6 investigation summary mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 1266134 was provided by the customer. Batch history review for panta batch 1266134 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 1266134 (10 vials). No defects were observed with the lyophilized media of 10/10 panta retention samples. There was no evidence of contamination from visual inspection of the retention panta samples. For investigation of the complaint two retention panta vials from batch 1266134 were reconstituted with distilled water and placed into incubation. One retention vial was placed into 20-25-degree celsius incubation. One retention vial was placed into 33-37-degree celsius incubation. At the end of a seven-day incubation period no microbial growth was observed in 2/2 reconstituted panta vials. For additional testing two retention panta vials from batch 1266134 were reconstituted with two supplement vials from batch 1260725. One reconstituted panta with supplement and the remaining supplement vial was placed into 20-25-degree celsius incubator; and one reconstituted panta with supplement and remainder supplement was placed into 33-37-degree celsius incubator. At the end of a seven-day incubation period no microbial growth was observed in 4/4 retention vials. Three photos were received to assist with the investigation: ¿ the first photo shows a reconstituted panta vial the crimp cap has been removed and the stopper is wrapped in parafilm. There does appear to be fungal growth in the media. ¿ the second photo shows a partial reconstituted panta vial from batch 1266134. There does appear to be a fungal mass in the vial. ¿ the last photo shows the bottom of a reconstituted panta. There does appear to be a fungal mass in the vial. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 1266134 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no other complaints taken on the probable kit batch. See h.10.